Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which resolved the issue, and the customer was advised to contact them if the malfunction recurred. The customer understood and agreed to this course of action.